Event description:
It was reported that the right ventricular lead fractured in (B)(6) 2013. The device had been programmed to aair mode. On (B)(6) 2014 the lead was capped and during a device change out procedure. The patient was in stable condition post the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.